Event description:
It was reported by the customer that during use the attachment became hot and touched the pt's upper lip. The burn was slight, a small rectangle of a few mm's length, to the mucosa and skin. The surgeon was using a mouth guard during the procedure, but had moved this out of position in order to gain access to the area they were operating on. It is further stated that no additional treatment was administered as a result of this burn.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the eval, the technician noted that after 15 seconds of cutting the attachment became very hot and exhibited excess vibration. The attachment was disassembled and examined. During the examination, it was noted that the top bearing was hard to turn and felt like there was debris in it. The bearing was examined; during the examination it was found to be coated with a black gritty substance that appeared to be debris from surgery that had not been removed during cleaning. The overheating of the attachment was most likely caused by debris getting into the bearing that were not properly removed during cleaning.